Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, shaft detachment occurred. The target lesion was located in the an unspecified coronary artery. A 8 x 40mm x 100cm wallstent-uni endoprosthesis stent delivery system was selected. During preparation, the shaft was detached. No complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the outer sheath had been retracted by 14 mm and the stent had been deployed from the device and was returned. No issues were noted with the stent or stent holder. Contrast media was present on the inner shaft, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, shaft detachment occurred. The target lesion was located in the an unspecified coronary artery. A 8 x 40mm x 100cm wallstent-uni endoprosthesis stent delivery system was selected. During preparation, the shaft was detached. No complications were reported and patient's status is fine.